Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the PICC team received a blue bullseye, however, the x-ray was read by radiology as being in the right atrium. They were told to pull back 2 cm on the catheter. There was no delay in therapy and no patient death or complications reported.